Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with a complaint of lightheadedness. An interrogation of the implantable cardioverter defibrillator revealed over-sensed noise which resulted in pacing inhibition and episodes of noise reversion. Noise was believed to be caused by electromagnetic interference (emi). No interventions were reported. Further information was requested but not received.